Event description:
Healthcare professional reported patient developed grade 3 capsular contracture (pain, tightness, hardness and distortion).affected side is unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d4, d6a, d6b, d9, g1, h3, h6 device evaluation: visual analysis of the returned device identified: openings, weight to the spec, wear abrasion. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade 3 capsular contracture (pain, tightness, hardness and distortion).

Event description:
Healthcare professional reported patient developed grade 3 capsular contracture (pain, tightness, hardness and distortion). Affected side is unknown. The device remains implanted.